Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was displaced and there was air present. The physician stated that when the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled back, there was air present instead of blood. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. Additional information was received. Air was not being introduced into the patient. The physician did not perform any maneuvers to eliminate bubbles. No medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed. Nothing broke, the biosense webster, inc. Representative believes there was not a tight seal at the valve. The caller was not sure because they were in the control room when it occurred and could not see inside at the table. The hemostasis valve (gasket) was not dislodged inside or outside the hub. The brim cap/hub did not become detached from the sheath. The event was assessed as MDR reportable for the issues of a hemostatic valve separation and there was air present.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 04-nov-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was displaced and there was air present. The physician stated that when the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled back, there was air present instead of blood. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. Additional information was received. Air was not being introduced into the patient. The physician did not perform any maneuvers to eliminate bubbles. No medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed. Nothing broke, the biosense webster, inc. Representative believes there was not a tight seal at the valve. The caller was not sure because they were in the control room when it occurred and could not see inside at the table. The hemostasis valve (gasket) was not dislodged inside or outside the hub. The brim cap/hub did not become detached from the sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed damage on the three-way stopcock which caused a big leak of water when was trying to perform the irrigation test; however, it could be related to the handling or excessive force during the procedure. The hemostatic valve looks in good normal conditions. Then, the returned sample was connected to another port and a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The air present reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿air flows back into the side port¿ issue and ¿ hemostatic valve separation¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: access port (g04001) were selected as related to the biosense webster¿s inc. Product analysis lab finding of ¿ damage on the three-way stopcock¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).